Event description:
It was reported that the battery compartment was damaged. The event occurred during testing. The file is now reportable based on the investigation finding that the device's latch lock sensor failed.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the investigation identified a latch lock sensor failure, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The latch lock sensor was replaced and the device passed all testing.